Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of air bubble noise. The system had been recently implanted. The device sensing vector has been successfully reprogrammed. The system remains implanted. Boston scientific determined the most likely root cause for the noise is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements.